Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). Complaint received as follows: "complaint description: the patient was undergoing da vinci surgery in order to resect the pelvic tumor on (B)(6). The foley of fr. 14 was inserted into the patient in the operating room. On (B)(6), the staff was using a luer tip syringe to deflate the balloon, but she only could draw out 1 ml of distilled waster. Non-deflation was noticeable. Later, on the same day, the patient consulted the urological physician urgently, and had the foley removed by undergoing a cystoscopy examination in the operating room. No harm or injury to patient.

Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is serious: sometimes surgical intervention is needed to remove the catheter with a difficult to deflate balloon. In this case a cystoscopy in the operating room was conducted to puncture and remove the catheter. Reported to the FDA on 02/28/2013.